Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. No deviation or complaint in connection with this complaint were recorded. The sterilization cycle is registered as conforming.

Event description:
Further follow up with the healthcare professional revealed hylenex was also given as treatment on an unspecified date. Symptoms resolved 1 week after the patient was last seen by the injector. Patient was taken off antibiotics without recurrence. Culture results were all negative; biopsy results showed very mild hypersensitivity with no granuloma.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "delayed induration and biofilm formation," "biofilm infection in the right cheek," and ¿differential diagnosis includes delayed hypersensitivity reaction" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Adverse events: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Device- and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Post-market surveillance: juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency [greater than or equal to] 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery."

Event description:
Healthcare professional reported a patient was injected with 2 syringes of juvederm voluma xc in the cheeks. Approximately 2 months later, patient presented to the office with "delayed induration and biofilm formation" at the injection sites. Patient was reported to experience a "biofilm infection in the right cheek." Oral antibiotics were prescribed to the patient on the date of onset. A biopsy was also performed, but results are pending. Symptoms are ongoing. Patient was taking multivitamins concomitantly with the injection; patient is also currently suffering from a brain tumor and is receiving consistent care for the tumor. Further information from the healthcare professional revealed patient also had tissue cultures done; results pending as well. Healthcare professional indicated "differential diagnosis includes delayed hypersensitivity reaction which at this time is the favored diagnosis over biofilm. Currently awaiting pathology results and will follow up with patient for further treatment."